Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/13/2015 and confirmed that the leak originated from self-cleaning tubing connected to the left side of the differential shear valve. He replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported that there was a contained fluid leak of approximately 1 ml from a coulter lh 780 hematology analyzer during shutdown. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, facemask and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.